Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a visi-pro balloon expandable stent with a non-medtronic 6f sheath and a 0.035 stiff guidewire, to treat a severely calcified lesion with 90% stenosis in the mid right common iliac artery. The device was prepped as per IFU with no issues identified. The lesion was not pre-dilated. No embolic protection was used. It was reported that resistance was encountered advancing the device to the lesion but no excessive force was used. It was reported that the stent came off the balloon delivery system. Several attempts to advance the balloon into the stent were unsuccessful. A new 7x40 balloon was advanced and used to dilate the stent at the target lesion site. No patient injury was reported.